Event description:
It was reported that during the procedure, the metal coating on the wire un-wound and got stuck in the patient it was attempted to remove it but it was too difficult. Therefore, a following procedure will be performed to remove the part of the device. The procedure was completed using an alternative method and there were no patient complications reported.

Event description:
It was reported that during the procedure, the metal coating on the wire un-wound and got stuck in the patient it was attempted to remove it but it was too difficult. Therefore, a following procedure will be performed to remove the part of the device. The procedure was completed using an alternative method and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of coil wire detachment of device or device component. Imdrf f1901 captures the reportable impact code of additional surgery. Block h11: upon receipt at our quality assurance laboratory, this amplatz super stiff guidewire underwent a thorough analysis. The device was visually examined and the reported observation could be confirmed. It was observed that the core wire was found separated from the bald weld and was stretched and bent at distal section, moreover the tip was detached. It is related to excessive handling of the device and the technique used by the doctor in procedure, which could possibly have affected the performance and integrity of the device. Additional surgery, will be classified as adverse event related to procedure as this was a consequence of coil wire detachment of device or device component and device difficult to remove. All necessary inspection was performed to ensure the integrity of the device for its used. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the procedure, the metal coating on the wire un-wound and got stuck in the patient it was attempted to remove it but it was too difficult. Therefore, a following procedure will be performed to remove the part of the device. The procedure was completed using an alternative method and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of coil wire detachment of device or device component. Imdrf f1901 captures the reportable impact code of additional surgery. Block h11: upon receipt at our quality assurance laboratory, this amplatz super stiff guidewire underwent a thorough analysis. The device was visually examined, and the reported observation could be confirmed. It was observed that the core wire was found separated from the bald weld and was stretched and bent at distal section, moreover the tip was detached. It is related to excessive handling of the device and the technique used by the doctor in procedure, which could possibly have affected the performance and integrity of the device. Additional surgery will be classified as adverse event related to procedure as this was a consequence of coil wire detachment of device or device component and device difficult to remove. All necessary inspection was performed to ensure the integrity of the device for its used. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation. Block h11: the complaint device was returned for analysis; it was observed that the core wire was found separated from the bald weld. Also, the guidewire was stretched and bent at distal section, moreover the tip was detached. A risk review was completed and confirmed that the event of additional surgery, coil wire detachment of device or device component and device difficult to removed were defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Therefore, these issues will be classified as adverse event related to procedure.